Manufacturer narrative:
Philips service formatted disks, reinstalled software, and tested the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was a failure in image processing during x-ray exposure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.